Manufacturer narrative:
Device was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. Device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 27 to 54 mg/dl at the time of the incident. The customer was at 84 mg/dl at the time of the call. The customer was driving at the time of the low. The customer used dextrose and was given a glucose shot and intravenous glucose to treat. The customer experienced symptoms such as feeling numb. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer reported via phone call that they were hospitalized due to hypoglycemia on (B)(6) 2017 with blood glucose of 27 to 54 mg/dl at the time of the incident. The customer's blood glucose currently is 84 mg/dl. The customer treated their low blood glucose with glucose tablets, intravenous glucose and glucose shot. The customer experienced symptoms such as feeling numb. The customer was not wearing the insulin pump for less than 48 hours prior to hospitalization. Based on customer report customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.